Manufacturer narrative:
(B) (4): the setscrew was returned for eval. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pt underwent revision surgery from t10 to ilium for extension and deformity. There was no report of hardware failure. The previous hardware was removed; the MFR of the hardware system removed is unk. Reportedly fusion had occurred. A pedicle subtraction osteotomy (pso) was performed. During surgery, the multi-axial screw was possibly damaged (refer to MFR report 1030489201000143). Four set screws stripped during tightening. The set screws were removed. The surgeon was able to break off a set screw with additional insitu bending of the rod. No pt complications were reported.